Event description:
Complainant indicated that while treating a pt, (age & gender unk) the device advised shock for what appeared to be a non-shockable heart rhythm and the pt was defibrillated. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.